Manufacturer narrative:
The immucor laboratory tested retention product on 11aug2015, 14aug2015 and 17aug2015 which performed as expected. The immucor laboratory also received returned patient blood sample from the customer site to be tested. This immucor laboratory testing was performed on 12aug2015, 13aug2015 and 14aug2015. The outcome of this immucor testing was that the customer's observations were reproduced. The customer's submitted blood sample was quantity not sufficient (qns) for further repeat testing on the galileo echo. An immucor field service engineer (fse) visited the customer site on (B)(6) 2015 to assess the testing instrument and determined that the peri-pump test was out of specification. As a result, the fse replaced the peri-pump tubing and retested the instrument. The fse then subsequently determined that the peri-pump was within specifications.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.